Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep. The hcp noted that the extension was not twisted, just long. The ins depletion was not thought to be normal depletion, and the ins was replaced with rechargeable ins. Programmed settings were not available.

Manufacturer narrative:
Country of event: (B)(6). Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown, ubd: unknown, implanted: asku, explanted: (B)(6) 2018, product type: extension, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) and manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. During follow-up, low impedance was observed on one of the electrodes. The electrode was not used to deliver stimulation. Prior to ins replacement, the impedance was measured prior to ins replacement and found one unipolar electrode pair measuring 290 ohms. After changing the batteries, the impedance was measured again and found to be 390 ohms. The extension wire was very twisted, so the surgeon opened at the head and tested the impedance directly on the electrode and all impedances were within range. The surgeon changed the extension wire and connected it to the new ins and impedance was around 794 ohms on the previously low impedance contact, which the surgeon was happy. There were no symptoms reported. No further complications were reported or anticipated.